Manufacturer narrative:
It was reported that the mcot sensor - 3.0 burned the patient. The sensor was returned for investigation. The sensor was inspected for general physical integrity and found in good condition. Engineering could not confirm the allegation of the sensor overheating. Sensor passed visual and functional testing. Root cause could not be determined is likely due to the patient reacting to the electrode adhesive and/or hydrogel.

Event description:
It was reported that on (B)(6) 2025 the patient saw burns on her skin from the mcot sensor - 3.0. The patient said the sensor caused a first- and second-degree burns on their chest. The patient skin started to be peeling and is unable to breastfeed their baby. Due to the burns the patient went to the emergency room (ER). The patient also noted that the universal patch cradle was melted due to the mcot sensor - 3.0 overheating. The patient refuses to answer any additional questions.